Manufacturer narrative:
In this previous report, under box d (brand name, product code, common device, material number, catalog number, serial number and UDI number) were not updated. Under box h (manufacture date) was not provided. In this report the following sections have been updated and corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged asthma. In addition, the patient also reported skin irritation, respiratory tract irritation and inflammatory response. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.